Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a systemic infection. The implantable cardioverter defibrillator (ICD) system was removed. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and a visual summary analysis of the lead was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awgc, implantable cardioverter defibrillator (ICD), (B)(6) 2008. (B)(4).